Manufacturer narrative:
Follow-up #1: date of submission 10/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/02/2015 with the following findings: during investigation, the pump was opened and there was moisture throughout and on the display flex. Unrelated to the original complaint, the device powered on to a blank display. A test display was installed and was operational. The audio bolus button cover was observed to be damaged and removed. The bolus button slug was misaligned. Additionally, the battery compartment had two cracks below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.